Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient was revised due to pain and pseudotumor on right hip.

Manufacturer narrative:
An event regarding pain and a pseudotumor involving an accolade plus tmzf hip stem #4 was reported. The event was not confirmed. Device evaluation not performed as the device was not returned for evaluation. Medical evaluation not performed as no medical records were provided. Device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves a patient that was revised due to pain and a pseudotumor in the right hip. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient was revised due to pain and pseudotumor on right hip.